Event description:
A paratrend 7+ sensor was calibrated and inserted into the patient's radial artery. The system immediatelly reported a sensor malfunction error message. The doctor began to retract the sensor, but during retraction, felt some resistance. He then disconnected the sensor from the catheter and tried to manually pull the sensor out. At first there was resistance, but with further pulling, the resistance ceased and the sensor came out. Upon examination, the doctor realized that the retrieved sensor was shorter than other new sensors. In an effort to locate the missing piece of sensor, the catheter was removed, but the sensor piece was not inside. Eventually, the patient's artery had to be exposed and the sensor piece surgically removed. No report of harm to the patient as a result of the tip detachment and resulting sergery has been received. All sensor pieces returned to MFR.